Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. In addition, mentor received additional information that the patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 300cc gel breast prostheses. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During evaluation of the device, a crease was observed in the posterior view. Leak testing revealed a tear within the crease, measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 350cc saline breast prosthesis, catalog #3501655, lot #229033. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was first noticed by the patient and later confirmed by a physician. As a result, the patient will undergo explantation on (B)(6) 2019.